Event description:
The account alleged that the bed does not have a local alarm for the bed exit. The account stated that there were no injuries.

Manufacturer narrative:
Technician told the account that the alleged problem is likely with the piezio alarm on the scale board. No further info is available on the repair of the bed at this time.